Manufacturer narrative:
This report is based on information provided by a philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator/monitor indicating that the battery does not hold charge. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the device was received at the bench. The customer's reported issue could not be duplicated as analysis findings confirmed there were no defect upon evaluation. There were no parts replaced and no service performed. The device was tested, returned to the customer and returned to use. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the heartstart mrx defibrillator/monitor indicating that the battery does not hold charge. The event was outside of use and there was no reported patient nor user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery does not hold a charge. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested.

Manufacturer narrative:
This report is based on information provided by a philips distributer and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator/monitor indicating that the battery does not hold charge. A good faith effort was made to obtain details associated with this complaint evaluation, but there were no details provided. It was confirmed the device was returned to use. Because there is insufficient information, the cause could not be established. The reported problem was not confirmed. Based on the information available, no further action is necessary at this time. The device was confirmed to be returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.